Event description:
On (B)(6) 2009, patient reported the beep volume was faint on his infusion device. Verified that the beep volume was set at maximum, but the patient stated, he still had a hard time hearing the beeps. Patient reported, the beeps were audible with every button press but not very loud even though the beep volume was set at maximum. Had patient insert a new battery that was unused and he reported the beeps still sounded faint. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.